Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s power cables being damaged was confirmed. The returned system controller (serial number (B)(6)) was observed to have two cuts on its black power cable upon arrival ¿ inner shielding was observed through one of the cuts. The controller was tested and was found to have increased resistances within both power cables due to the observed damage, resulting in below-average voltage outputs from the controller. However, the controller operated a mock loop as intended throughout testing. A log file was extracted from the controller containing data that spanned approximately 5 days ((B)(6) 2021 ¿ (B)(6) 2021 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient¿s voltage values were observed to be below average while either the power module or batteries were in use, being observed to be as low as ~11.2 volts. Damage to the controller¿s power cables would cause these events to occur. However, the root cause of the damage to the power cables was unable to be determined. Heartmate 3 patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including alarms associated with low voltage conditions. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a controller exchange due to exposed internal wires on the power cable.